Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), the balloon catheter dissected the patients right middle cerebral artery (mca). A stent (subject device) was deployed. Hyperfusion was noted during the procedure; therefore general anesthesia was continued after the procedure was completed (exact length of time is unknown). The relationship between the stent and the reported hyperperfusion is unknown. No further information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, the reported event is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), the balloon catheter dissected the patients right middle cerebral artery (mca). A stent (subject device) was deployed. Hyperfusion was noted during the procedure; therefore general anesthesia was continued after the procedure was completed (exact length of time is unknown). The relationship between the stent and the reported hyperperfusion is unknown. No further information is available.